Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset, it was not possible to interrogate the device. It was further noted that the battery was about to expire. The device remains in use. No patient complications have been reported as a result of this event.